Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 304000 and lot number 210403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were assembled with a caverjet syringe by following the caverjet kit instructions. The hub was positioned on the syringe tip with a slightly rotational movement. None of the retained samples displayed any signs of defect. Based on the investigation results, an exact cause related to the manufacturing process could not be determined. It is possible that this incident resulted from a defective connectivity with the needle or syringe, but it could also result from insufficient adjustment between the devices by the user. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ 3 needles experienced the needle escaping from the syringe. The following information was provided by the initial reporter, translated from french to english: at the time of application, the needles escaped from the syringe.